Event description:
Results of "90 mg/dl with a lifescan meter and 62 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three months ago. The test strips failed twice using the control solution. Customer care agent (cca) sent the pt a replacement meter.